Event description:
During routine maintenance of the 1 ml syringe on the cobas amplicor, the syringe broke. The customer was replacing the teflon tip on the syringe and the syringe broke as the customer re-inserted the plunger into the syringe. There were no reports of injury resulting from the break.

Manufacturer narrative:
Eval summary: the syringe broke as the user was re-inserting the plunger. There were no defects reported specific to the syringe or plunger. The routine maintenance procedure for the replacement of the plunger teflon tips on the cobas amplicor analyzer is described in the cobas amplicor analyzer operator's manual, maintenance section pages 6.8-6.10. Included in this section is a specific cautionary statement advising that "caution should be taken when pushing the plunger into the glass barrel of the syringe." The cautionary statement also recommends "that the operator wear puncture resistant hand protection to prevent possible hand injury if breakage of the syringe were to occur." In addition, proudct bulletin 2006/256, issued in 05/06, informed users of improvements to the process for teflon tip replacement. 07/31/06.